Event description:
A consumer¿s wife reported that following intraocular lens (iol) implant surgery, her husband is seeing a gray/blue halo which he finds worse in the light; and because of this, he cannot drive anymore. She reported he finds this very inconvenient, especially since he can only see through this eye. She reported he has seen an ophthalmologist who advised him the halo effect occurs in rare cases. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).